Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller (serial number: (B)(6)) producing lcd communication faults was confirmed during evaluation of the returned product. Upon return, a log file was downloaded for review. The submitted and downloaded event log files collectively contained data spanning approximately 7 days of patient use (~4 hours on (B)(6) 2023 & (B)(6) 2023 through (B)(6) 2023 per timestamp). Throughout the data, intermittent controller fault alarms were observed. These alarms correlated to internal lcd communication faults. These faults and alarms affected the controller's display, but did not impact the ability of the pump to operate at the set speed. The pump maintained a speed above lsl without issue while the driveline was connected. The driveline was disconnected at 12:11:50 on (B)(6) 2023, which is consistent with the exchange of the device. No other atypical events were observed. During preliminary testing of the returned controller, the reported event was reproduced. The lcd display was intermittently blank, and internal lcd communication faults were observed. The issue was first isolated to the lcd printed circuit board (pcb). Testing of the lcd pcb¿s circuitry revealed that a decreased voltage bus was being supplied to the components throughout the board. The issue was not able to be isolated to a component level, as a decreased voltage bus being supplied throughout the board could be caused by electrical damage to a multitude of components. This damaged lcd pcb was replaced, and the controller then underwent full functional testing. The repaired controller¿s display performed as intended throughout each step of the testing procedure, and no atypical events were observed. The root cause of the reported event was determined to be related to the lcd pcb; however, a component level issue could not be identified. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D ¿ section 5 ¿alarms and troubleshooting¿) describes how respond to all heartmate 3 system controller alarms, including those associated with controller fault conditions. The heartmate 3 patient handbook (rev. D ¿ section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the system controller. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that when the clinician connected the patient to ac power and synced the ipad, a yellow advisory on the ipad displayed "replace system controller". There were no audible alarms or flow issues on the system controller, but controller screen was unable to light up. The advisory resolved itself. Log files were sent for review. Log file review contained transient internal controller lcd faults during the implant. This fault did not affect pump operation. Additional information was provided that after initially reporting that the issue resolved, the patient continued to experience multiple controller faults on and off throughout the day. The controller was exchanged, and it resolved the alarms. A warranty replacement has been requested.